Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range shock lead impedance measurements, measuring as low as 0 ohms. Pacing impedances were noted to be within range. Technical services suspects the lead conductor is broken or damaged due to these low measurements. Lead replacement was recommended. At this time, this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).